Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. The access site was confirmed to be in the common femoral artery by x-ray. The physician reported he inserted the device at a 45 degree angle and felt he met resistance during sheath insertion. Although the marker lumen had been flushed and found to be patent prior to insertion, no pulsatile flow was observed. It was reported "the plunger spontaneously fell out of the device once the sheath was fully inserted into the vessel." He also reported "the device stuck in the track and a click sound was heard when the physician tried to withdraw the device". X-ray confirmed that the device had broken. The patient was taken to surgery for device removal and vessel repairing. The physician reported hemostatsis was maintained while the device was in the patient's artery. He also reported the total blood loss for the patient to be a "very little". The surgical report stated, "the perclose device fractured proximal to the suturing device with the suturing device and the distal catheter trapped inside the profundal femoral artery and connected with the main body of the device by a steel wire. There are no reports of adverse patient sequelae. Although requested, additional information was not made available.